Manufacturer narrative:
Not reportable ¿ no issue was reported to biomed eng about this unit. The complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
Not reportable - no issue was reported to biomed eng about this unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a battery issue. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3, g6, h2. In mfg follow-up #1 it was mentioned in error that this event will no longer be a reportable event; however, it is a reportable event. Once our investigation is completed, a supplemental report will be submitted with our findings.¿

Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(6) medical center. Corrected field : b5 ,e1 ( event site name ) ,h6 ( medical device ¿ problem code),e3 updated fields : b4, d9, d8, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3 h6 ( type of investigation, investigation findings, investigation conclusions), h11. The getinge field service engineer (fse) was contacted regarding the issue, it was stated that the customer was contacted, however, no issue was reported to biomed engineer regarding the unit. Unrelated to the reported issue, a preventive maintenance was performed on 03/19/2025 where the fse installed a 5000 hour maintenance kit. The fse completed the pm with full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for customer use. No further information was provided regarding the issue reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) battery unable to remove either battery from the battery bay on a console. Troubleshooting aid was given to no avail. The console was labeled with the issue. There was no harm or injury reported